Event description:
It was reported that the customer had a sensor glucose and blood glucose issue. The customer's blood glucose level was 400 mg/dl. The customer was treated. The troubleshooting was performed. The customer was advised not to calibrate on sensor alert. The customer was advised not to delay entry on blood glucose reading into insulin pump after testing blood glucose. The customer was advised that we will ship a replacement for sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.